Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarm and unresponsive button due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No belt clip assembly was returned with the insulin pump, unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of program alarm anomaly from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that the pump started to countdown and the screen was blank. The customer reported that none of the buttons work. The insulin pump will be returned for analysis.